Event description:
It was reported that during an unknown procedure, the device fired malformed clips; the clips were not open. No clip fell into the patient, but there was a risk. It was not reported how the procedure was completed. There were no adverse consequences to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.